Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a battery error before shutting off. The customer's blood glucose was 200 mg/dl at the time of incident. The customer reported that the insulin pump had cracks on the battery compartment. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
Weak battery due to corroded battery cap, however pump passed the functional testing, including the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected off no power alarm noted. No blank display noted. The insulin pump had cracked battery tube threads, reservoir tube lip, minor scratched display window and missing end cap sticker.